Event description:
Event description guidant received information that the rate/sense portion of this transvenous implantable lead was capped due to impedance greater than 3,000 ohms and loss of capture.